Event description:
This device was explanted and replaced because the physician was trying to do an rv lead revision when the pin of the rv lead got stuck in the header of this device. A new crt-d was implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bos. The device was implanted for 6 months and 4 charging cycles were recorded to the device memory. The header of the ICD was visually inspected. The visual inspection revealed residues of blood primarily inside the is-1 rv and df-1 svc, but also in the df-1 rv header bore. These residues of blood caused a higher adherence and friction of the lead connector within the ICD header and can therefore be considered as root cause for the clinical observation. Besides that, the inspection showed no conspicuities. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed symptoms. In summary, the clinical observation most probably resulted from residues of blood, which were found inside the header bores. The exact time of blood contamination was not determinable. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a material or manufacturing problem.